Manufacturer narrative:
Investigation summary: DHR review for lot: 8310571; was conducted for this investigation, which disclosed the following: lot was built on afa line 2 from 15nov2018 through 21nov2018 and packaged on pkg. Lines 8 and 11 from 16nov2018 through 22nov2018 for the quantity of (B)(4). All challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product. Photos: although units were not returned for investigation, photos were provided for observation of this incident. The photos revealed a unit to be out of the packaging which consisted of the needle/hub assembly and safety shield (barrel). The button was completely depressed and needle was partially retracted. The photos revealed the unit to have a bound spring. There was not sufficient evidence to identify and other anomalies or damage. Relationship of device to the reported incident: manufacturing ¿ confirmation of needle retraction failure, as stated in the pir, was conclusive based on the observation of the photos provided for this incident. Bound spring was identified and confirmed and was noted to have hindered the needle from retracting. Confirmed the bound spring was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced safety failure when the needle failed to fully retract. The customer stated, "upon placement, the needle would not fully retract. This was inserted at wkp in the outpatient infusion unit. When the nurse inserted the needle and catheter, she depressed the button and the needle only retracted partially. The second picture depicts the button depressed. Upon exam, it appears the needle became lodged on the outside of the inner spring preventing the needle to fully retract. I am not sending the catheter, because there is no way to fully protect someone from getting stuck with a dirty needle. I have included the lot number and other identifying numbers listed on the package in case you cannot read them.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced safety failure when the needle failed to fully retract. The customer stated, "... Upon placement, the needle would not fully retract. This was inserted at wkp in the outpatient infusion unit. When the nurse inserted the needle and catheter, she depressed the button and the needle only retracted partially. The second picture depicts the button depressed. Upon exam, it appears the needle became lodged on the outside of the inner spring preventing the needle to fully retract. I am not sending the catheter, because there is no way to fully protect someone from getting stuck with a dirty needle. I have included the lot number and other identifying numbers listed on the package in case you cannot read them¿